Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 598 mg/dl. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the pump experienced an occlusion issue that began on (B)(6) 2017. The patient is reportedly unable to prime the pump without a call service alarm 064 occurring or change in motor noise. This complaint is being reported because the patient reportedly experienced a serious injury while on insulin pump therapy associated with a frequent, persistent occlusion issue.

Manufacturer narrative:
Follow-up #1-product analysis: the device was returned and evaluated by product analysis on 03/10/2017 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box indicated multiple occlusion alarms. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. The force sensor calibration was found to be within specification. No damage or defect was found to the force sensor components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.